Event description:
Reporter alleged that she got an error message on the aviva device after trying to use it when she felt shaky, sweaty and she had difficulty speaking. Reporter stated that her boss had to give her orange juice with sugar in it as she was incapable of getting it for herself. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.